Manufacturer narrative:
G4: 14may2020. B4: 15may2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse stated the unit is out of service and has reached the end of life. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported battery not charging. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touch screen, power cord, and fan guard, filter and retainer to address the reported problem. The unit successfully passed the required performance verification test.